Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history review (DHR) could not be performed, as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that when removing the needle assembly, following insertion, the safety device failed to protect the sharp end of the needle. The removal was stiff and the student pulled the grey collar which slid up the needle to the end exposing the sharp, which then came away from the body of the cannula. No patient injury reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08785 is no longer considered reportable, please disregard any MDR reports associated with it.